Manufacturer narrative:
The event date is unknown. As a result, the 1st day of the month has been entered as the event date under date of event field. Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Biosense webster manufacturer's reference number (B)(4) has three complaints that are related to the same incident. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with three thermocool® smart touch® sf bi-directional navigation catheters and there was no ECG/EKG signal available to monitor the patient¿s heart rhythm. Initially it was reported that a current leakage error occurred. There were no patient consequences or outcomes reported. The current leakage issue was assessed as not MDR reportable. This issue was highly detectable and requires adjusting system components to continue with the procedure. Devices may require reset or replacing but cannot be used on the patient. Patient safety was unaffected by this issue. Additional information was received on 01-jul-2022. The "current leakage error" was accompanied by a signal loss issue. The signal interference (noise/loss) was observed on all ECG (body surface + intracardiac) channels. The signal interference (noise/loss) was observed on the carto and recording system. There was no ECG/EKG signal available for the physician to monitor the patient¿s heart rhythm. During the signal interference/loss, the affected catheter was inside the patient¿s body. Additional information was received on 13-jul-2022 confirming that there were three catheters involved and all three had the same issues. The additional information provided on 01-jul-2022 stating that there was no ECG/EKG signal available to monitor the patient¿s heart rhythm was assessed as MDR reportable for the three thermocool® smart touch® sf bi-directional navigation catheters. Therefore, the awareness date for this reportable issue is (B)(6) 2022.